Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a helium error. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm checked the logs, and saw gas loss in iab circuit messages. The stm was unable to reproduce the issue. No leaks were found. The stm completed all safety, functionality and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a helium error. No patient harm, serious injury, or adverse event was reported.